Event description:
The customer reported an image blackout during set up/inspection for use in room/before patient in was in the room for an unspecified procedure involving an olympus flex deflectable videoscope. There was no patient involvement, and no harm was reported as a result of the event. During evaluation of the devise, the image issue was found to be due to a damaged electrical component and was replace. Additionally, during the device evaluation, damage to the device metal tip was observed and was replaced.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the root cause of the image issue was determined to be a damaged charged-coupled device unit, likely the result of component failure due to stress and or handling. Additionally, a definitive root cause of the device scratched distal tip could not be determined, however, the issue was likely the result of component failure due to repetitive use stress, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.